Event description:
A moss gastrostomy tube was exchanged for a gastric jejunostomy tube because of the pt's excessive gastric secretions. The physician orders were for continuous gravity drainage and provision of the enteral feeding at 80 cc/hr. On the morning of 7/20/00, the pt was found unresponsive. During resuscitation, the nurse anesthetist reported suctioning a large amount of emesis prior to intubating the pt. Resuscitation efforts were unsuccessful. At the conclusion of the resuscitation attempt, the enteral nutrition container-tubing adapter was observed to be attached to the continuous suction port of the moss gastrostomy tube. The moss gastrostomy tube is a white silicone tube with 3 ports: one for balloon inflation to secure its position in the stomach; one for continuous suction and one for delivering enteral feedings. The white ports are labeled on one side with raised white lettering to differentiate the suction port from the feeding port. In addition, the enteral tube-feeding adapter easily fits into the suction port and is more difficult to insert into the feeding port. These features of the tube contributed to the event.